Event description:
The patient reportedly is doing well. The family members requested that the patient's electrode positioner be removed. Surgery has been scheduled to remove only the electrode positioner. The c1 device is to remain implanted.